Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for test strip not recognizing or test strip not recognizing the blood. At the time of the call, the customer reported feeling ill with symptoms of nausea and feeling tired. Medical attention was not needed at the time of the call. Customer had the same issue last week and had purchased a new vial of strips at the pharmacy. Customer was using the proper test strips and correct testing technique. During the call on (B)(6) 2019, a blood test was performed by the customer and the test strip did not absorb the blood.